Event description:
Irn# (B)(4). Incident occurred in italy: tentitive translation: the catheter fractured and a fragment was retained within the patient; therefore, a surgical incision was required to retrieve the retained portion.

Manufacturer narrative:
This case is considered as closed. If further information becomes available an update will be send to the agency.